Event description:
The caller reported a rapid decrease in the indicated battery charge of the device. There was no adverse impact to the customer's blood glucose level. Customer was instructed to plug the pump into a power source with known working charging supplies, and the indicated battery charge did not continue to decrease. There was no unexpected shutdown of the device. The customer reverted to an alternate method of insulin therapy.